Event description:
Small blood droplets noted underneath uac, catheter removed by practitioner secondary to leaking.

Event description:
Small blood droplets noted underneath uac, catheter removed by practitioner secondary to leaking.